Manufacturer narrative:
Device analysis report is attached. This report is submitted on november 18, 2021.

Manufacturer narrative:
This report is submitted on oct 25, 2021.

Event description:
Per the clinic, the patient developed an infection and a biofilm formation around the receiver/stimulator area and was treated with oral and IV antibiotics (specific date and duration not reported). However, the issue did not resolve. Subsequently, it was reported that the device extruded at the exit array site resulting in the decision to explant the device. The device was explanted on (B)(6) 2021. There are no plans to reimplant the patient with a new device as of the date of this report.